Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the pgvl monitor into a test baton and powered it on. Interference lines appeared on the monitor right after power up and the video failed intermittently. The pgvl lcd was replaced and the device passed the electrical safety test. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the gvl monitor suddenly lost video and displayed the "video 1, no signal" error message. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.